Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose levels reached over 300 mg/dl while wearing the pod between 4 and 24 hours. Patient stated the cannula dislodged from the infusion site (abdomen); there was also bleeding at the site. As treatment, a new pod was applied after the event.

Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the cannula dislodging could not be determined. Blood was observed on the adhesive pad of the device. The cannula assembly of the device was inspected for any manufacturing deficiencies that could cause bleeding/bruising. No issues were found. The cause of the reported bleeding/bruising could not be determined.